Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, the pump displayed a ¿placement signal not reliable¿ alarm. Pump support continued without interruption, and there was no reported harm to the patient.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The product was not returned for evaluation. Data logs were returned and evaluated. Per the given clinical information and data log review, the root cause of the optical signal issue was most likely a damaged/bent optical fiber line. All pertinent information available to abiomed has been submitted at this time.